Manufacturer narrative:
(B)(4).

Event description:
It was reported that a that no data on mobile application was occurred. Data was evaluated and the allegation was confirmed. The probable cause was determine to be a stale stop command which led to an early sensor expiration. No injury or medical intervention was reported.